Manufacturer narrative:
Manufacturer's conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported renal dysfunction and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that the patient passed away due to progressive renal failure. Dialysis was not performed, given comorbidities. The outcome was not considered device or therapy related and was due to comorbidities and general decline. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including renal dysfunction and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away due to progressive renal failure. Dialysis was not performed, given comorbidities.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not explanted and will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away and the cause was not provided. The outcome was not considered device or therapy related and was due to comorbidities and general decline. An autopsy was not performed.